Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and no abnormalities found. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Event description:
Nemours children's in orlando reported that a balloon leaked during a procedure recently. The nurse involved placed the catheter per protocol, removed the pre-loaded stylet, filled the balloon using 1.5ml sterile water. When the catheter was to be removed, the nurse noted that no water returned during removal but there was no resistance and it was removed without incident.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
(B)(6) in (B)(6) reported that a balloon leaked during a procedure recently. The nurse involved placed the catheter per protocol, removed the pre-loaded stylet, filled the balloon using 1.5ml sterile water. When the catheter was to be removed, the nurse noted that no water returned during removal but there was no resistance and it was removed without incident.